Event description:
It was reported that the customer experienced a malfunction. Resulting in the customer being hospital admission. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer declined follow up from tandem technical support. No additional information was provided.